Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The touchscreen was replaced and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 was giving a "touchscreen error" and was inoperable. There was no adverse patient involvement reported.